Event description:
A non health care professional via regulatory authority reported that during an intraocular lens (iol) implant procedure, the applicator bent and unable to use. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in h.6. Correction: on initial MDR the product code of a040609 was an error. It should have been a150204 on the original MDR. Additional information was provided in d.3.,d.9.,e.1.,h.3.,h.6 and h.11. The device with the lens was returned loose in the carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The lens was still inside the lens loading area. The plunger tip has become bent inside the barrel of the device at the wall to the loading area. It is unknown if a qualified viscoelastic was used. The device has evidence of customer handling. The plunger tip was bent inside the barrel at the beginning of the loading area. The lens was still in the loading area. It is unknown if the plunger was inadvertently retracted. Per the instruction for use (IFU), do not attempt to retract the plunger after the plunger lock has been removed or plunger damage may result. Retracting the plunger can pull the tabs outside of the barrel and cause the plunger to release from the device. If the plunger was reinserted incorrectly, this could result in a misalignment of the plunger tip inside the barrel which would lead to the bending of the plunger tip as the customer pushed the plunger to advance. Due to the presence of the viscoelastic inside the device, and other steps of device preparation, we are unable to verify that the plunger was bent upon opening. The manufacturer internal reference number is: (B)(4).